Manufacturer narrative:
Concomitant: product ID 3389-40, lot# 0207436298, implanted: 2014-(B)(6), product type lead. Product ID 3389-40, lot# 0207436299, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 37085-95, serial# (B)(4), implanted: 2014-(B)(6), product type extension. Product ID 37085-95, serial# (B)(4), implanted: 2014-(B)(6), product type extension. (B)(4).

Event description:
It was reported during implantation there was a lead fracture. The lead was explanted and was not replaced. There were no patient symptoms or complications associated with the event. The product issue was resolved.

Event description:
Additional information received reported that the device diagnosis was lead fracture. The actions taken as a result of the event was that the lead was explanted. The explanted leads target location was left ventrointermediate nucleus (vim). The left lead fracture was observed during surgery on (B)(6) 2014. The lead was explanted and replaced on (B)(6) 2014.